Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch verio iq meter read inaccurately low. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2013 and obtained the following information. The alleged issue began around the 2nd week of (B)(6) 2013. The patient reported blood glucose results ¿around 30s and 50s mg/dl¿ with the subject meter. The patient manages her diabetes with novolog insulin and lantus insulin (at night). On (B)(6) 2013, the patient reportedly began skipping her evening dose of lantus insulin. The patient also tried to eat more food and drank juice to increase her blood glucose levels. By october 9, 2013, the patient claimed she felt symptoms of dizzy, head spinning and increased urination. In response to her symptoms, the patient tested her blood glucose and obtained results in the ¿30s or 50s mg/dl¿ with the subject meter. Since the patient did not feel she was obtaining the correct blood glucose result, the patient visited the emergency room (ER). The patient reportedly obtained a blood glucose result ¿around 700 mg/dl¿ with the ER/ hospital meter. The patient was administered intravenous (IV) fluids and insulin as treatment. The patient alleged she developed diabetic ketoacidosis (dka) and was admitted in the hospital for 4 days. At the time of troubleshooting, the cca was not able to walk the patient through quality control testing. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.